Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that (via communication with the physician) "had a sluggish lead". The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.